Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack on top of right plunger case. Crack on battery door screw hole. Customer?s reported issue was duplicated during syringe test. The root cause of the reported issue was determined to have been caused by the barrel clamp head screw being a little loose. Actions taken to mitigate the reported issue: replaced barrel clamp head screw. Performed syringe test and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that device is not sensing syringe size. No patient injury reported.